Event description:
It was reported to boston scientific corporation in 2007 that two enteryx kits were used in a procedure (a male patient). The patient underwent an initial enteryx procedure in 2004 and had a total of 13 injections. 10.5 total cc's were injected with 10.0 cc's intramuscularly, 0.3 cc's submucosally, and 0.2 cc's transmurally. The patient reports epigastric pain occurring approximately once per month. Patient was re-treated six months later. During this retreatment, a total of 8 injections were performed with a total of 8.4cc's injected, all intramuscularly. In late 2005, the patient began experiencing intermittent epigastric pain (occurring approximately once per month) of severe intensity. The patient's zantac was increased to 150mg bid. The event is not resolved. In 2007, the event was assessed as possibly related to the device and unrelated to the procedure. The event was initially reported by the patient in 2006 at the 21 month re-treatment follow-up visit.

Manufacturer narrative:
Clinical study: the product remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: the product has been removed from the global market in september 2005. Bostons scientific no longer produces the reported product.